Event description:
It was reported that the pt complains about an uncomfortable hearing sensation. There is a disturbing sound and very loud stimulation when his speech processor is activated. Exchanging the speech processor did not improve the situation. Testing carried out on (B)(6) 2010 shows channels 1 and 2 in status sc-a. Channels 3, 4, 5, 6, 7, 8, 9,10,11 and 12 are in status ok.

Manufacturer narrative:
The device was not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.